Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "customer reported 5 sapphire power cords that are broken. The black casing of the power cords splits into half and wires are coming out. There was no patient involvement. Customer requests for a replacement of the power cords. Delay in therapy: no. Need for medical intervention: no. Human harm: no".